Event description:
(B)(4). The dealer reported that the t4 mechanical wheelchair hand rim chrome was peeling, and the end user had three minor cuts on his hands while self propelling the unit. No medical attention was sought for the incident. Should we receive additional information, this file will be revised, and pertinent supplemental report will be submitted.